Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle the safety shield is detaching from the device. The following information was provided by the initial reporter: customer is reporting pink, plastic safety shield detaching from device on product 368607, lot 2089756.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle the safety shield is detaching from the device. The following information was provided by the initial reporter: customer is reporting pink, plastic safety shield detaching from device on product 368607, lot 2089756.

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."